Event description:
It was reported that, during patient use, the ventilator compressor became inoperable. The patient was removed from the ventilator, with no harm reported. It is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse found that the compressor circuit breaker tripped due to the compressor solenoid assembly not properly discharging. The cse replaced the compressor solenoid assembly, which resolved the issue. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.